Manufacturer narrative:
The type of thv valve is unknown; however, the possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Event description:
As reported through a review of symposium from the pediatric and congenital interventional cardiovascular society, 'percutaneous pulmonary valve implantation with sapien valve: mid-long-term results'. A single-center study between 2014 and 2020, 144 patients underwent a sapien valve implantation. This complaint is for one patient with a native rvot, free pulmonary regurgitation with stenosis required a percutaneous pulmonary valve implantation approximately 2 years post procedure due to stenosis.

Manufacturer narrative:
Supplemental MDR is being submitted for reference of mfg. Report numbers. This report is 3 of 4 being submitted for this complaint. Reference 2015691-2023-15041, 2015691-2023-15042 and 20215691-2023-15052.

Manufacturer narrative:
The sapien valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A lot number was not provided, and a device history record review and lot history was unable to be performed. Per the event details, the valve was implanted between 2014 and 2020; however, the exact implantation date was unknown. In additional, the valve serial number, model and used of delivery system were also unknown, so the exact IFU was unable to be determined. However, all the ifus had the following similar instructions for warnings, precautions, and potential adverse events. Additional potential risks specifically associated with valve replacement and bioprosthetic heart valves include, but may not be limited to device degeneration; structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent post, leaflet retraction, suture line disruption of components of a prosthetic valve, chordal rupture, thickening, stenosis, or other). No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis post implantation was unable to be confirmed due to unavailability of relevant imagery or medical record. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien family valves (sapien/sapien xt/sapien 3) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, 'one patient in group 2 (patients with native rvot, free pr with stenosis) required ppv 2 years later due to severe stenosis'. In this case, due to insufficient information provided, a definitive root cause was unable to be determined at this time. No additional patient or procedural factors were provided that could help determine a root cause for the treatment of the stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.